Event description:
It was reported that a spectrum infusion pump had tube occlusion alarms during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h6: medical device problem code. H10: the device was received for evaluation. During functional testing, the customer reported issue ¿tube occlusion alarms¿ was not able to be confirmed due to a reload set alarm. The downstream tubing guide was found within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was unable to be verified and a cause could not be determined. The device will be required to pass all release testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.